Event description:
It was reported patient underwent a left knee revision due to infection. The entire construct was removed and replaced with antibiotic spacers.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01274, 0001822565-2023-01275. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as they were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.